Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there is no damage to the light guide cover glass and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of endoscope] 1. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel or scope connector. 9. If there is a possibility that foreign matter (chemical residue, water scale, sebum stains, dust, gauze fluff, etc.) Adheres to the electrical contacts of the scope connector (wipe the electrical contacts with gauze that easily produces fluff). Or if it is left for a long time), wipe the electrical contacts with clean gauze soaked in ethanol for disinfection. Also, make sure the electrical contacts are dry and free of debris." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope was illuminating the image unevenly. Inspection and testing of the returned device found foreign materials on the light guide cover glass. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, the device evaluation found, the angulation wires were worn, scratches were on the scope cover. The scope connector; the protector of the universal cord on the scope connector side and the control section side. The universal cord, the grip, the scope cover, the switch box, the connecting tube, the right/left angulation lock knob, the right/left angulation knob, the up/down knob, the control unit, and the up/down angulation lock lever, the forceps channel port was damaged, the suction cylinder was damaged, the control unit was discolored, the bending tube was deformed, the adhesive on the protective coating of the bending portion of the device was chipped, the up/down controls were out of specification, and the connecting tube had a wrinkle. Information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. All external surfaces of the endoscope were wiped or brushed with lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.